Event description:
It was reported that the tool broken instantly as it was used. It was reported that there is no patient impact and the procedure was completed using back up product.

Manufacturer narrative:
H3: product analysis: evaluation determined that the last inch of bur tip broke/ fractured off the tool. Discoloration/ minor corrosion and galling were present at fracture location. The likely cause was identified as bearings failed to support tool due to wear, which led to fracture; the tool fractured due to bearing wear and presence of lateral force. IFU warns against using excessive force to pry or push matter with the attachment or dissecting tool during surgery or procedures. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.